Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user filled the cartridge, but did not have any infusion set at the time. Once an infusion set was obtained and the user went to attach the infusion set tubing to the cartridge, the user noticed large amount of air coming out of the cartridge. The user successfully loaded a new cartridge and resumed insulin delivery. There was no impact to the user's blood glucose level.